Event description:
Pt reported since 03/2006, ten infusion set tubings (lot # not provided) separated from the luer lock connection. She indicated the most recent occurrence was 12/11/2006. Pt stated that, she discovered the issue due to her blood glucose being elevated into the 400's mg/dl. Her normal blood glucose level is approx 120 mg/dl. Pt indicated that, she would smell the insulin, and feel irritable, and dry mouth. She reported changing the infusion set tubing, and administer a bolus to address the issue. The pt did not report assistance by a healthcare professional, or second party to address the issue. Product was requested to be returned for evaluation.